Event description:
It was reported the monitor was unable to start up, the touch pen was not calibrated, and the floppy drive was jammed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).